Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that at a follow up visit two weeks after a software update to the device, the device was expected to be at elective replacement indicator (eri) but instead, the battery voltage had increased. The device is still in use. It was further noted the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that at a follow up visit two weeks after a software update to the device, the device was expected to be at elective replacement indicator (eri) but instead the battery voltage had increased. The device is still in use. No patient complications have been reported as a result of this event.